Event description:
It was reported to boston scientific corporation that a pfr kit - pinnacle, anterior apical was used during a mesh repair procedure performed on (B)(6) 2014. According to the complainant, while the physician was pulling the suture and dilator through the sacrospinous ligament, the suture broke. Nothing was left behind inside the patient. The procedure was completed with another pfr kit - pinnacle, anterior apical. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Reported event of suture detachment. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.